Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. All the baseline testing was performed and had found no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to normal battery depletion. Additional information obtained from the field which indicated that the device exhibited high pacing threshold measurements. No additional adverse patient effects were reported.